Event description:
During the initial implant procedure, loss of capture, high pacing impedance, and low sensing were observed on the right atrial (ra) lead. The ra lead was repositioned multiple times, however, acceptable measurements could not be established. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture, high pacing impedance and low sensing were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.